Event description:
The patient reported that following extremely good clarity of sound for the first months after initial stimulation, they noticed a slight deterioration in sound quality. They attended the center for numerous reprogramming sessions (date of appointments not given), however the patient reported that the problem continued. The patient reports that they feel the sound quality has further deteriorated very gradually over recent months. Starting in 2002, the patient reported very distorted sound quality. One day later, the patient reported that they experiencing overly loud sensation and later that day, was unable to obtain lock with the sound processor. The patient was seen at the the implant center in 2002 and external equipment was exchanged, but the audiologist was unable to re-establish lock. One day later, the patient was seen again at the center for device evaluation. Further testing conducted confirmed that the device was no longer functioning.